Event description:
During the procedure, the first amplatzer septal occluder (aso) was too small so a larger aso was selected; however, after the aso was released it embolized and was percutaneously retrieved. No adverse patient effects were reported and the patient was referred to surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The 30mm aco was returned to sjm and decontaminated. The aco was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a caliper. The aco was loaded into a test loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the aco met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the occluder to shift its position during the procedure remains unknown.